Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given an injection.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given an injection.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision as the patient wanted the ipg to be moved to a more comfortable position. The patient was reportedly doing well after the procedure.